Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign matter. The analysis results of the found that it was received with the inside its original package with nineteen clips remaining and clip in the jaws. During evaluation, a preformed clip was noted to be loose inside package. See attached pictures. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended, no ejected clips were noted during evaluation. The device was found to be fully functional and conforming to our manufacturing specifications. Although no conclusion could be reach on what caused the reported event, it is possible that during the manufacturing process, one of the clips got stuck to the device due to static when the device was being loaded with clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip dropped before opening the package. It is unknown how the procedure was completed. There were no adverse consequences for the patient.